Event description:
It was reported to resmed germany that a patient being ventilated on an astral device was found motionless with a cardiac arrest. Per the reporter, "during the routine vigilance round by the clinician the patient was found disconnected from the ventilator breathing system, motionless with a cardiac arrest. Immediate initiated resuscitation with defibrillation was successful. The patient was being ventilated in an niv mode with the disconnection alarm / hypo-ventilation alarm switched to the off position resulting in no alarm signal initiated when the disconnection of the patient occurred". MFR ref#: 3004604967-2014-00026.